Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test, off no power and unexpected error test. The pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor system. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. No battery out limit alarm and no blank display was noted.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 425 mg/dl. The customer treated the high readings with a bolus. The customer stated that there was a no delivery in the pump. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer also stated that there was a blank display. The customer will be sent a replacement pump.